Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they chipped a tooth and a crown had to be done. Now the aligner does not fit because of the crown. Requested additional information

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.